Event description:
It was reported a death occurred. A patient presented with an anterior wall myocardial infarction (awmi) with left ventricle dysfunction. A 28 x 2.75mm and a 28 x 2.50mm promus premier select drug eluting stents were implanted in the left anterior descending artery. However, post stenting, the patient died.

Event description:
It was reported a death occurred. A patient presented with an anterior wall myocardial infarction (awmi) with left ventricle dysfunction. A 28 x 2.75mm and a 28 x 2.50mm promus premier select drug eluting stents were implanted in the left anterior descending artery. However, post stenting, the patient died. It was further reported that cause of death was acute anterior wall myocardial infarction, severe left ventricle dysfunction and respiratory arrest.